Event description:
Patient seen in clinic showed 5 of 6 locking screws backed out of 3.5 110 degree locking plates. Initial surgery was on (B)(6) 2018.. Hardware removal to be scheduled in the future and will acquire plate/screws at that time.